Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found all four caster brake pucks were out of adjustment. The tech readjusted the brake puck spacing to repair the stretcher.